Event description:
It was reported that non-sustained rv oversensing was observed. Isometrics, pocket manipulation, and deep breathing did not replicate the noise. The patient will continue to be monitored.